Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to emergency department after reviewing merlin.net transmission. The monitor was noted with supra-ventricular tachycardia. Upon review, the right ventricular lead exhibited loss of capture. The lead was previously reprogrammed due to unknown reason. The lead also exhibited drop in impedance and oversensing. Programming changes were made. The patient was stable.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018. The patient was discharged following the procedure.